Event description:
It was reported that the user experienced hypoglycemia after correcting an infusion set while glucose was trending down; the user announced a meal and subsequently recorded a blood glucose of 53 mg/dl, then consumed cereal, and later experienced a prolonged sensor error that prevented further glucose readings. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included the need for oral carbohydrate treatment and product troubleshooting and education. Investigation included case review and user counseling on glucose monitoring and device use. Investigation of this case revealed that the cause of the hypoglycemia was unclear given concurrent correction, meal announcement, and a sensor data gap, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.